Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4) implanted: (B)(6) 2007, product type lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Information received from the patient reported that they were doing light leg presses on a weight machine and did not have the arm strength to hold the weight. They stated that their implantable neurostimulator (ins) temporarily rolled/flipped and went back into position (was implanted in the front). It was also described as rolling and ¿falling¿ forward. The patient had a lot of pain in the left side and had incontinence while walking. They also had muscle pain in the right front sternum (under the rib area) and on the right side. The patient went to their healthcare professional (hcp) and were told they could have ¿popped an anchor stitch¿ and did not seemed to be concerned. The patient thought the pain on the right side under the rib was due to the ins rolling forward and had a CT scan which showed an enlarged bile duct. Follow up information received from the patient on (B)(6) 2015 reported that as steps taken to resolve the issue they had a CT scan of the upper right abdomen abdominal followed by an abdominal ultrasound. They also had a CT scan of the spine which was negative. The manufacturer¿s representative did check the ins device. The patient stated that they were waiting on the abdominal ultrasound test results. The patient did state that the pain and incontinence had subsided quite a bit. It was further noted by the patient that their ins was due to be changed ¿or taken out¿ after the holidays as it was falling forward and confirmed that their doctor told them that they may have broken an anchor stitch. The physical therapist currently taped the area over the ins for support and an abdominal binder was ordered for the patient which they wore to keep the device in place. The indication for use for the implanted device was noted as post lumbar laminectomy syndrome. If additional information is received, the event will be updated.